Manufacturer narrative:
Insulin pump received with a blank solid white light with lines on the display due to cracked lcd glass. Unable to verify missing segments or partial display or perform the functional test, including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor test and displacement test due to insulin pump blank with white light on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had flashing screen and lines. Customer¿s blood glucose was 97 mg/dl at the time of incident. No report of pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will be returned be for the analysis.